Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6935 implantable tachy lead - (B)(6) 2008; 4076 implantable pacing lead - (B)(6) 2008. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited increased thresholds, and was found to have dislocated. The lead was initially reprogrammed, and was later explanted and replaced. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.